Event description:
A hospital reported to our distributor that the pins in the heater wires of the adapters of two rt205 adult inspiratory heated breathing circuits were bent, preventing the tubes from being connected. No pt consequence was reported.

Manufacturer narrative:
Attempts were made to insert a dual heater wire adapter to each heater wire plug of both breathing circuit tubes. Results: one of the pins on the inspiratory tube of one circuit was found to be slightly bent, preventing the insertion of a heater wire adapter plug. The pins on the tube of the second circuit were acceptable. A lot check revealed no other complaints of this nature for these lot numbers. Conclusion: recent improvements were made to the production process with the aim of preventing bent pins from passing the production test, through prior identification and rejection of damaged heater wire pins. This has reduced the number of such complaints in recent times. This event occurred after the production improvements were implemented. The effectiveness of corrective action implemented is being monitored. It is possible that the damaged pin in this case, whilst passing the final electrical resistance test, was further damaged during set-up and connection of the equipment. We are unable to determine the exact cause. Our monitoring and trending of this type of event has a rate of occurrence of 0.0013% worldwide in the last year.